Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical replaced inspiratory block and resolved issue. The exact root cause could not determined as unit runs according to OEM (original equipment manufacturer) specifications.

Manufacturer narrative:
(B)(4).